Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team: detecting ECG reading error. They said half the time it doesn't pick up a p-wave or the "lollipop" will freeze while advancing so they can't confirm tip placement.